Event description:
Additional information was received indicating surgery to replace the patient's vns generator has occurred. The explanted generator was returned and is currently undergoing analysis.

Event description:
Analysis of the explanted generator has been completed. The generator performed to specifications and no anomalies were found. An implant card was received that indicated diagnostics following generator replacement were normal at 1940 ohms and 1886 ohms.

Event description:
It was reported via clinic notes dated (B)(6) 2012 and received on (B)(6) 2012, that a vns patient has experiencing an increase in seizure frequency with them occurring 5x a week. The seizures have also increased duration lasting up to 15-20 seconds followed by postictal after the seizure. The seizures are characterized by staring and automatisms (choking). The patient's dosage of vimpat was increased from 25 mg in the morning and 100 mg in the evening to 100 mg twice per day. If this does not work the dosage of vimpat would be increased to 125 mg twice per day. No changes were made to the patient's vns settings. Good faith attempts to obtain additional information have been unsuccessful to date.